Event description:
Received info, the pt had fallen and fractured her back, requiring her to need a series of (B)(6) to diagnosis her condition. The physician was able to properly removed the ins and one lead, but when he reached the second lead, all of the lead distal to the tines was anterior of sacrum. The physician had to dissect down and was in the process of pulling it out when it fractured. Technical services informed the physician, all portions of the lead would need to be removed so the pt can safely have the MRI. The physician did abdominal laparoscopy and dissected to the periosteum to remove the remaining fragments. No pt injury was reported and the pt recovered without sequela. Additional info has been requested and if received, a f/u report will be sent.

Manufacturer narrative:
(B)(4).